Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump thrombus could not be confirmed through this evaluation. The customer communicated that no additional information will be provided. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, "introduction", lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 6, "patient care and management", outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. This event was originally reported under MFR # 2916596-2015-01663. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's pump had clotted off on (B)(6)2015. The pump was turned off.